Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 6mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 10 atm. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).